Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The suture broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). It was reported performance breakage suture. An opened box with twenty-four unopened samples were returned for analysis. The issued sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. Sutures were dispensed without problems and examined along of the strand and no defects, damaged suture or suture breakage were noted. A functional test was performed and the tensile force was above the minimum requirement the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the received samples, no breakage suture was noted, the tested sample meet the finished goods requirements.